Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the black box revealed evidence of unexplained "power on reset" events followed by a, ¿144 replace cartridge¿ alarm on (B)(6) 2016. The battery cap height and width measurements met specifications. During testing, the battery cap tightly secured to the pump and the pump powered on. The battery compartment was observed to be cracked below the grip pad. The pump case was also observed to be cracked in the lower rh corner of display area. The pump was exercised with the returned battery cap for 24 hours; no reboots, loss of power or call service alarms were duplicated. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. The reported "intermittent power" issue with the pump was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.